Manufacturer narrative:
(B)(4).

Event description:
It was stated that, following a fall, the pt's device showed high impedances. Impedances measurements were >2000 ohms on all pairs except 1 + case. The pt's battery and extension were replaced. Reference MFR report # 3004209178-2011-02700 for info regarding pt's symptoms after replacement.